Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative reported the patient had difficulty recharging the implantable neurostimulator (ins). There was no patient harm or injury reported.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding an implantable neurostimulator (ins). Upon examination, it was deemed the ins sunk into the breast tissue and, therefore, made coupling difficult. Technical services previously reviewed that, with a complaint of poor coupling, the antenna locate feature can be used to find the body of the ins. The nurse used quite a lot of force and was able to get a good connection. It was also reported that the patient was advised to buy a strong bra to hold the antenna hard and close to the chest. There was no patient complication associated with the event.